Event description:
The customer reported that the device would not open after activating. The surgeon had to cut the tissue adjacent to the jaws in order tor release the device. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.